Manufacturer narrative:
Of the three reported malfunction, two lot numbers were provided and lot history reviews were performed. The devices were not returned for evaluation. However, two malfunctions provided medical records, one of which included medical images. The investigation fro two malfunctions confirmed for migration or expulsion of device and patient device interaction problem. The third malfunction was inconclusive for the reported malfunction as the sample was not returned. A root cause could not be determine. The devices are labeled for single use.

Event description:
This report summarizes three malfunction. A review of the information reported indicated that model md800f vena cava filter allegedly experienced migration and patient device interaction problem. This information was received from various sources. The malfunctions involved patients with no reported consequences. Three were male patients with one being (B)(6) years of age, another (B)(6) years of age. No other patient information was provided.